Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent incisional repair surgery on (B)(6) 2017 during which the surgeon noted the hernia sac contained incarcerated omentum and the previously placed mesh had become densely adherent to the omentum. Portions of the mesh were subsequently removed and a partial omentectomy was performed. It was reported that the patient experienced severe pain, hernia recurrence, nausea, vomiting, diarrhea, chills, inflammation, loss of appetite, weight loss, stress and anxiety. No additional information is provided.